Event description:
It was reported that when the physician did the interatrial septum puncture during an a-fib procedure, he advanced the needle through the sheath. However, he found he could not infuse the contrast, so he withdrew the sheath and needle from patient together and inspected the product outside patient. He found internal surface coating of the sheath was scraped down and it blocked the needle pinhole. The physician flushed the needle and sheath thoroughly and then used the same one to complete the procedure. But he could not eliminate the possibility if any of coating residue had dropped into the patient body. The patient was in stable condition at the end of the procedure and there was no embolism or adverse event reported.

Manufacturer narrative:
The customer has indicated that the product will be returned to bwi for analysis. Upon receipt of the product, an analysis will be performed and a 3500a supplemental report will be submitted to the FDA as required. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the sheath was a tight fit with the catheter due to difficulty advancing the catheter. Upon receipt of the catheter, the product was macroscopically inspected and there were no anomalies noted with the inner wall of the preface and the vessel dilator. Microscopic analysis revealed a tear in the preface wall. However, this tear could be related to the usage of the catheter since the product matches to all manufacturer specification in terms of dimensions and manufacturing procedures. In addition, device history record review was performed and showed that the lot of products involved in this complaint met all requirements per the applicable manufacturing quality plan. Complaint condition reported cannot be confirmed. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore no CAPA is requested at this time.